Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1g every 3rd day, ongoing) and amikacin injection (250mg, ongoing) for the peritonitis event. At the time of this report, the patient was recovering from this event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.